Event description:
Pt's daughter reports that about 6 days ago when she mixed a new cassette for the pt, the connector on the cassette that connects to the IV tubing broke and the pt had to waste the entire cassette and the remodulin within it. Cassette lot number is unknown. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking info is not applicable as no pump issue was reported. Photographs were not provided. Current remodulin IV dose: 54ng/kg/min. Did the reported product fault occur while in use with a pt? - no; did the product issue cause or contribute to pt or clinical injury? - no; is the actual product available for investigation? - no; did pharmacy replace product? - no; did the pt have a backup product they were able to switch to? - yes; was the pt able to successfully continue their therapy? - yes; is the therapy life-sustaining? - yes; what is the outcome of the event? - resolved.